Manufacturer narrative:
The pod was discarded and will, therefore, not be returned for eval. We are unable to determine any device malfunction or defect that may have caused or contributed to the customer's dka and hospital visit. The omnipod user guide has a section that discusses 'errors advisories, and hazard alarms." A "meter error 4" can indicate a problem with the test strip or with the meter. The user is advised to conduct a control solution test using a new strip. If the results of the control solution test are within the range printed on the side of the test strip vial, retest using blood and a new test strip. If the control solution test does not work or the error persists, users are instructed to call customer care. The user guide states "the easiest and most reliable way to avoid dka is by checking blood glucose at least 4 to 6 times a day." Dka should be treated as follows: check for ketones. If negative then continue treating for high blood glucose; if ketones are positive and are feeling nauseated or ill, contact an hcp for guidance. If ketone are present, but you are not feeling ill, then replace the pod using a new vial of insulin. Check bgs again in two hours; if after a total of 4 hours bgs have not decreased, then call an hcp immediately. Product lot qualification records were reviewed and found to have met all acceptance criteria.

Event description:
A customer reported being hospitalized "due to a severe dka". She wore the pod for "about 24 hours". Her pdm history indicates that at 4:30 am, there was a "meter error 4" so she checked her bg with a different meter and it read 450 mg/dl. At nearly 8 am, her pdm read "high" (> 500 mg/dl) so she administered 10 units of insulin. At 11:34 am, her bg decreased to 350 mg/dl and she gave a correction bolus of 7 units. At 1:48 pm, her pdm recorded another "meter error 4"; her bg registered 250 mg/dl using an alternate meter. At about 5 pm, the pod was deactivated. Sometime that evening, she went to the hospital and was "put on an insulin drip." The pod was removed and discarded at the hospital and will, therefore, not be returned for eval. The customer "is doing better now."